Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the belt receptacle was pulled from the case, damaging wires and connector pins. The cause for the failure was the damaged belt receptacle. The root cause for the damaged belt receptacle was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway at zmc. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the belt connector was broken, preventing the monitor from connecting to an electrode belt. Root cause investigation is currently underway. A supplemental report will be sent when the investigation is complete. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.